Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a patient treated in a clinical study had a transient ischemic attach (tia)/stroke. Actions taken: changes in pharmacological therapy; (B)(6) 2022: 100 mg of asa per day; (B)(6) 2022: 75 mg of clopidogrel ; (B)(6) 2022: 90 mg per day of ticagrelor. Severity: moderate; days of hospitalization: 7; clinical event status: resolved; resolved on (B)(6) 2022. Unlikely related to device; causal relationship to procedure. On the (B)(6) 2022 the subject received a hemorrhagic procedure (flow diverter) with the phenom 27. After the procedure the subject experienced a transient ischemic attack/stroke with a moderate severity. The subject had an inpatient hospitalization of 7 days. The action taken to treat the event were changes in pharmacological therapy. The event is resolved since (B)(6) 2022. The event is considered unlikely related to device and causal related to procedure. (B)(6) 2023 e1, e2 (rep, hcp, for, sdy): no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the cause of the tia/stroke was not determined.